Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose of 580 mg/dl. It was stated that the customer changed the infusion set several times due to bent cannulas. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the high pressure was conducted, and the insulin pump did not give a no delivery alarm. Found that the test was not done correctly. Futher testing was declined and a replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.